Event description:
The reporter did back to back (rapid succession) blood glucose tests, using separate fingersticks. Rptr results were 257, 167 and 230 mg/dl. Rptr did not have any symptoms. Control testing was not done due to unavailability of control solution. On followup, the reporter checks the confirmation dot, and described an accurate technique for applyling blood. Rptr has been cleaning the meter with alochol. The reporter seldom used control solution. No harm was alleged.